Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer. The customer replaced the keyboard.

Event description:
It was reported that the ventilator's keypad was unresponsive. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.